Manufacturer narrative:
(B)(4). Patient (B)(4). Device (B)(4) recurrent hernia. Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open bilateral inguinal hernia repair procedure on (B)(6) 2010 and mesh was used. The discharge report stated the patient had post operative pain, but no intervention. On the twelve month questionaire, the patient reported that the hernia recurred. The side was not specified. The patient reported that he did not follow up to the physician regarding the recurrence. Recently, the patient had contact with the physician. The physician reported the occurrence, since (B)(6) 2011, of tumescence in the right inguinal area, apparently due to a hernia relapse, with symptoms characterized by pain, disturb when coughing and during some movements. The physician has not seen the patient, but stated that he feels that it is very likely that it is a relapse, for which a new intervention is indicated.